Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The instructions for use were found adequate and state the following: "cdc guidelines for appropriate indications for indwelling urethral catheter use ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient" correction: a h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the first foley catheter was placed two days ago and within 24 hours it came out. Customer stated that they have problem with the foley catheter as they were not functioning and there was something wrong with them. When customer replacing the catheter, the balloon was deflating, and the catheter was coming out. Two of them had done the same thing with the same lot. Customer put in a catheter with different lot, and it was perfectly fine. Per sample information received on 09jan2023, it was stated that the balloons on these catheters did not hold the amount of fluid they put in and the catheter pulled out deflated after one day.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cdc guidelines for appropriate indications for indwelling urethral catheter use patient has acute urinary retention or bladder outlet obstruction need for accurate urine output measurements use for selected surgical procedures to assist in healing of open sacral or perineal wounds patient requires prolonged immobilization to improve comfort for end of life care proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the first foley catheter was placed two days ago and within 24 hours it came out. Customer stated that they have problem with the foley catheter as they were not functioning and there was something wrong with them. When customer replacing the catheter, the balloon was deflating, and the catheter was coming out. Two of them had done the same thing with the same lot. Customer put in a catheter with different lot, and it was perfectly fine.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cdc guidelines for appropriate indications for indwelling urethral catheter use ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the first foley catheter was placed two days ago and within 24 hours it came out. Customer stated that they have problem with the foley catheter as they were not functioning and there was something wrong with them. When customer replacing the catheter, the balloon was deflating, and the catheter was coming out. Two of them had done the same thing with the same lot. Customer put in a catheter with different lot, and it was perfectly fine. Per sample information received on 09jan2023, it was stated that the balloons on these catheters did not hold the amount of fluid they put in and the catheter pulled out deflated after one day.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction; need for accurate urine output measurements; use for selected surgical procedures; to assist in healing of open sacral or perineal wounds; patient requires prolonged immobilization; to improve comfort for end of life care. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the first foley catheter was placed two days ago and within 24 hours it came out. Customer stated that they have problem with the foley catheter as they were not functioning and there was something wrong with them. When customer replacing the catheter, the balloon was deflating, and the catheter was coming out. Two of them had done the same thing with the same lot. Customer put in a catheter with different lot, and it was perfectly fine. Per sample information received on 09jan2023, it was stated that the balloons on these catheters did not hold the amount of fluid they put in and the catheter pulled out deflated after one day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the first foley catheter was placed two days ago and within 24 hours it came out. Customer stated that they have problem with the foley catheter as they were not functioning and there was something wrong with them. When customer replacing the catheter, the balloon was deflating, and the catheter was coming out. Two of them had done the same thing with the same lot. Customer put in a catheter with different lot, and it was perfectly fine.